Event description:
A system operator reports one patient with a 1-line decrease in bcva in the right eye, 2 days following custom mixed astigmatism surgery. Additional information has been requested.

Manufacturer narrative:
The investigation, including root cause determination is in progress.